Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient experienced profuse of bleeding at the implant site following surgery. The patient was hospitalized and was found to have a hematoma at the ipg pocket site. The hematoma was drained and the device was explanted. The patient is discharged and there are no further reports of complications.